Event description:
Event description cpi received information that the patient reported hearing beeping tones being emitted from this implantable cardioverter defibrillator (ICD) while at home. Therefore, the patient came into the clinic and the device was interrogated at which point a red screen was displayed. Additionally, an error message also appeared indicating that the device was in 'fallback mode'.